Event description:
It was a condom from trojan (trajan) I used twice and it broke twice, it is scary using this products knowing that they won't work, now because of that I need to get pep immediately. So bad. Ref report: mw5170021.